Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck within the left ventricular (lv) lead as soon as it was inserted. The guidewire and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lumen. The guidewire is kink/buckled in the distal tip of the tip nose. Guidewire test could not be performed due to a guidewire being stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.